Event description:
It was reported that, during distal gastrectomy, the knife did not proceed, and the handle could not be opened in use. It was found that the tip of the device was bent. The handle could not be opened holding the tissue, so the doctor changed the procedure to cut and suture the tissue. After that, the device could seal only. No pieces were fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/17/2025 d4 batch #: unknown attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2025. D4 batch #: a9ec4c. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal guide weld broken. The damage to the distal guide was enough to affect the jaws to open and close as expected. Upon visual inspection, of the device, it was observed that the active rod wire was broken at the distal guide area. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, which is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three times. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Please refer to the IFU for proper handling of the device, note that ¿caution: do not grasp tissue beyond the electrode surface, in the hinge of the jaws. Do not overfill the jaws of the instrument with tissue. This could result in difficulty opening the jaws, partially cutting tissue, and unintended injury.